Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose was 88 mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. Customer stated that the they received the pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. No unexpected hal software error detected alarm during testing however, the formatted history file confirmed hal software error detected due to a software error. Hardware low-level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold solder joint at ambient light sensor. No the main arm cannot communicate with the motor arm alarms noted during testing. (B)(4).